Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not receive insulin flow blocked alarm which resulted in hyperglycemia. The customer's blood glucose value was 21.2 mmol/l and it was treated with insulin pump. Troubleshooting was performed and insulin exited the tubing of the infusion set. The insulin pump will not return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.